Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the screen of their insulin pump. The customer also mentioned that they had a failed battery test. The customer stated that they had to wiggle something at the bottom of the insulin pump to make the insulin pump to turn on. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: all operating currents are within the specification, no unexpected low battery, failed battery test or off no power alarm noted. An other battery cap was inserted and functioned properly. No cracked on display window noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and ink spots/bleeding on lcd glass.